Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection noted a balloon was still present at the top end of the pump segment, just below the upper fitment. Functional testing was performed; no ballooning occurred. The set was then pressure tested and the observed bulge segment started to balloon at approximately 6 psi. The root cause of the balloon in the silicone segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the silicone segment ballooned during patient use. There were IV push medications administered through distal smartsite prior to balloon being noticed. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Correction: initial reporter address.